Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/21/2015, device evaluation: the device has been returned and evaluated by product analysis on 08/03/2015 with the following findings: the original complaint could not be duplicated or confirmed. There were no lines observed on the display screen during testing. The pump was opened and the display flex was fully seated and secured to the connector. Unrelated to the original complaint, the display was dim and faded.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.